Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-04434 and 2134265-2016-05205. It was reported that no flow and st elevation occurred. In (B)(6) 2016, the patient presented due to st segment elevation myocardial infarction (stemi). The target lesion was located in the left anterior descending artery (lad). Three synergy stents were implanted, a 2.75 x 8mm, a 3.00 x 20mm and a 3.00 x 8mm. Two and a half hours later, the stents had no flow and st elevation was noted. A guide wire was advanced and an export manual aspiration catheter was utilized. Dilatation was performed and non-bsc stents were then deployed over the three previously implanted synergy stents. No further patient complications were reported and the patient's status was okay.